Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed as the product lot number was not provided. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported that she had an infected pod site after wearing the pod for longer than 48 hours. She visited (B)(6) hospital in (B)(6) and was treated for an abcess that was drained and then diagnosed as a staph infection. She was treated with oral antibiotics. The name of the medication was not provided.